Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced low blood glucose level. The customer's reported blood glucose level was 44 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the properly on display graph. (B)(4).